Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device has no audible voice and the status indicator is still flashing green. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 22nd november 2016. Upon receipt the device was issuing no audio prompts, as per the reported fault. Measurements taken during the investigation confirmed a failure of the speaker. No abnormality was observed on the speaker cable, its solder pads on the speaker pcb or the speaker cone, which would indicate an internal fault on the speaker coil. Heartsine records indicate the sam 500p was subject to heartsine final unit test on the 22nd november 2016. The operation of the pins and speaker were verified during this procedure. Information from the history log showed multiple manual power ons recorded between the (B)(6) 2020 and the date of complaint on the (B)(6) 2020. This would suggest the issue with the speaker was detected at this time. Furthermore, upon receipt the device was failing self-tests due to low battery. Measurements taken during the investigation confirmed the failure of the +ve pogo pin, despite no visual abnormalities or issue with the physical spring resistance identified. The device successfully delivered a shock during the investigation, but the failed pogo pin had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations and the low battery fail on the (B)(6) 2020. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led. The fault could not be replicated on the returned unit with a new +ve pogo pin installed. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. The corrosion observed on the screws and usb contact collars of the device would indicate the unit had been stored outside of the indicated conditions. This may have contributed to the failures observed. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
Device has no audible voice and the status indicator is still flashing green. No patient involvement.